Event description:
Boston scientific provided the following information: there is early evidence of a loss of lead integrity in both the ra and rv pacing leads. The first stored egm with this lead noise is on apr 29, 2025. There is ventricular pacing inhibition of > 2 sec. There is no asystole. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.